Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during routine device change out, this implantable defibrillation lead was noted to be damaged. Low out of range shock impedance measurements were observed as well. The shock portion of the lead was surgically abandoned. The chronic cardiac resynchronization therapy defibrillator (crt-d) was replaced with a cardiac resynchronization therapy pacemaker (crt-p) and the rate/sense portion of this lead remains in service with the new device. No adverse patient effects were reported.